Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the delivery shaft was fractured. The 90% stenosed lesion was 35 mm in length, 3.25 mm in vascular diameter, located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was used for a percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft of the device was fractured. The procedure was completed another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the delivery shaft was fractured. The 90% stenosed lesion was 35 mm in length, 3.25 mm in vascular diameter, located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was used for a percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft of the device was fractured. The procedure was completed another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the hypotube shaft profile had no issues or damages were identified. The shaft polymer extrusion had no issues or damages identified. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip profile had no issues identified. A microscopic examination of the proximal and distal markerbands identified no damage. No device issues/defects were identified during returned product analysis.